Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the er320 was introduced into the abdomen and positioned to fire across the cystic duct. Approximately firing, five clips were ejected. The clips were removed and the unit was repositioned and fired without a result. No further clips advanced to the jaws. Another er320 was opened and the procedure was completed without further problems. There was no consequence to the pt.